Manufacturer narrative:
Other, other text: h3: evaluation results: one cadd legacy pca pump was returned for investigation in used condition. There was no evidence in the pump event history log to support the customer reported product problem (over delivery). Three separate delivery accuracy tests were performed. The reported over delivery allegation was not reproduced during testing. The delivery accuracy testing found the average delivery error of the pump to be within the published specification of +/-6%. The reported product problem was not confirmed during the investigation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator trimmed the expulsor down in order to bring the delivery accuracy closer to nominal range.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump was over delivering. There was no reported adverse event.